Event description:
It was reported that the patient with this implantable pacemaker system experienced dizziness and called the ambulance. Upon review of the echocardiogram (ECG), intermittent failure to capture was observed. The patient is pacemaker dependent and experienced pacing inhibition for one second due to oversensing. Troubleshooting was performed and the right ventricular (rv) lead sensitivity was set to a fixed value. Technical services (ts) provided troubleshooting recommendations. The device system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker system experienced dizziness and called the ambulance. Upon review of the echocardiogram (ECG), intermittent failure to capture was observed. The patient is pacemaker dependent and experienced pacing inhibition for one second. Troubleshooting was performed and the right ventricular (rv) lead sensitivity was set to a fixed value. The device system remains in service. No additional adverse patient effects were reported.